Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue isp and it was reported that during the procedure, the kit included huber needles allegedly found two angled needles and no straight ones. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two (2) right angle non-coring needles were returned for evaluation. Visual evaluation was performed on the returned device. Both non-coring needles reflect 22 in their respective hubs. Components were compared against content package list; components listed: one straight angle non-coring needle and one right- angle non-coring needle. However, the investigation is inconclusive for the reported needle missing issue as the device was received in an unsealed condition. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4. (Unique identifier (UDI) #), g2, g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue isp. During the procedure, the kit included huber needles allegedly found two angled needles and no straight ones. There was no reported patient injury.